Event description:
It was reported that, "implants were removed due to patient's infection. Was replaced with an antibiotic spacer rod."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6647-2-012 lot # lpp57 description: wichita nail tibial comp 12mm. Cat # unk lot # description: compression screw. Cat # 6647-3-140 lot # tajc7af description: wfn 6.0x40mm full-thd screw. Cat # unk lot# tajeaaf description: 40mm screw wichita nail system. Cat # unk lot # tajbc8 description: 30 mm screws cat # 6647-3-130 lot # tajcbac description: wfn 6.0x30mm full-thd screw. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.